Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she received an error message on her receiver. The issue was resolved by the end of the contact with dexcom technical support.